Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: confirmed the display screen has a pinkish contrast. The black box shows on (B)(6) 2014 10:39 a replace cartridge alarm, deliveries never resumed. The last bolus delivery was on (B)(6) 2014. The tdd¿s add up correctly and reflect the users programmed basal rate. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 477 mg/dl with blurred vision, confusion, and shortness of breath. During troubleshooting with customer support, the display was noted to be dim/fading and unable to be safely read by the patient. The issue was not resolved by the patient adjusting the contrast during the call. The patient has discontinued pump use. This complaint is being reported because the display issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.